Event description:
The customer reported the buttons of the insulin pump getting stuck when pressing them. There was no significant event reported leading up to the problem. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 123 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent esc and act button response due to corroded keypad traces. The device had broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, case cracked at the reservoir tube window corner, and missing end cap sticker.